Event description:
Complainant alleged that the medics were responding to call for a lung cancer pt (age and gender unknown) who was experiencing a sudden increase in dysphasia, syncope and a "racing heart". The medics monitored the pt with the device. The pt was presenting a tachycardic sinus rhythm at 140 bpm. While monitoring the pt with the device, the monitor suddenly made a loud tone and the screen turned completely green. The medics changed the device battery and attempted to erase the device memory without success. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.